Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 was used to capture the prolonged procedure.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to impedance measurements greater than 2000 ohms. The lead was removed and replaced without incident.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to impedance measurements greater than 2000 ohms. The lead was removed and replaced without incident.